Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected and paused the ilet pump for several hours due to recurrent overnight lows, then ate while disconnected and later restarted the pump, after which blood glucose was elevated to 344 mg/dl and subsequently trended down to 249 mg/dl, which aligns with a use-of-device problem related to not resuming therapy and an unspecified device component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue associated with user handling of therapy interruption and reconnection, and the device component not specifically identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.